Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Manufacturer narrative:
For the failure mode: iui-damaged pin, (B)(4), no further complaint investigation is necessary as CAPA (B)(4) was opened to address this issue.